Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy-assisted distal gastrectomy (ladg), while stapling the duodenum, the surgeon attempted to insert the stapling device into the trocar, but the stapling device was stuck in the trocar. The surgeon confirmed that the seal part of the device had been disengaged from the device. The procedure was completed with another device. There was no patient problem reported.